Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with trellis 8 120x30. The customer states that trellis device was used during a procedure. After treating a vein segment, the distal balloon ruptured. The doctor removed the device and used another trellis device to complete the procedure. There was no harm or medical intervention with the pt.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.